Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during kit inspection the mesher did not mesh properly. The mesher handle does not move up and down. There was no report of harm or delay reported as there was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not meshing properly; the cutter and side plate failed. The cutter and side plate were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.